Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that faxed strip shows t-wave oversensing (twos) and that patient has received inappropriate shocks due to this oversensing. The pace/sense portion of the lead was capped, and replaced. No further patient complications have been reported as a result of this event.